Event description:
It was reported that the device would power on/off by itself. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced all four battery connector pins and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.